Event description:
It was reported that this right ventricular lead exhibited noise along with oversensing. Possible causes were discussed and troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).